Manufacturer narrative:
Investigation: pr #: (B)(4), part #: 382533 insyte autoguard bc 20ga, lot #: 7199524. Event description: "the ed manager notified me that the last 4 catheters have come out with a small little plastic piece attached at the end of it. It requires them touching it and isn¿t very sterile to remove it. See pictures attached. I told her I¿d get in touch with you and let you know. " lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This investigation is classified as MDR. Findings: a total of (B)(4) units were built on afa line 11 from july 18, 2017 thru july 19, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded and tip quality were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. The peura (end user risk analysis): yes. Reason: the peura is required for all MDR reportable investigations. Findings: (B)(4) version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received one used iag/bc 20ga catheter-adapter assembly without packaging material visual/microscopic examination: a white freckle was inside the plastic bag where the assembly was received. The material was identified to be non-foreign plug shavings. The catheter tip was acceptable per specification and no holes, cuts or damage was observed. Test description method no results visual/microscopic, n/a, see observations and testing. Catheter tip rate. (B)(4), see observations and testing. Investigation samples(s) meet manufacturing specifications: no, based on the visual evaluation performed it was observed a white piece material was visible. The material was identified to be non-foreign (plug shavings), but the catheter tip was acceptable per specification. Conclusions: based on the visual evaluation performed it was observed a white material was visible. The material was identified to be non-foreign (plug shavings), but the catheter tip was acceptable per specification. Did the evaluation confirm the customer¿s experience with the bd product? No. Based on the visual evaluation performed it was observed a white piece of material was visible. The material was identified to be non-foreign (plug shavings). Were we able to reproduce the customer's experience with the bd product? No: reproduction of the customer¿s experience was not necessary as the reported defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: manufacturing. Comment: the material observed on the bag where the catheter-adapter assembly received was confirmed to be non-foreign (plug shavings) and to have resulted from manufacturing during the assembly process. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. Manufacturing dept. Has been notified of this incident and the findings.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as a "small plastic piece", was found on the tip of the 20 g x 1.00 in. (1.1 mm x 25 mm) bd insyte¿ autoguard¿ bc shielded IV catheter, before use. There was no report of injury or medical intervention.